Event description:
Filter was implanted into patient on or about (B)(6) 2010. On or about (B)(6) 2014, patient underwent a computerized tomography scan ("CT scan") of the abdomen. On (B)(6) 2017, a review of the (B)(6) 2014, CT scan was performed, revealing multiple struts penetrating the ivc wall.